Event description:
It was reported that when the product was driven under load, the run became rough and pulsating. The problem was first noticed upon bone contact. Patient involvement was unknown, and no patient or user complications or harms were reported as a result of this event. The procedure was carried out with a replacement instrument without delay or other effects. Additional information was received stating that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the attachment runs rough and pulsating. The likely cause of failure was due to a detached distal tube bearing. It was noted also that the input bearing is corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.